Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer reports a tampon came apart in two pieces upon removal. One piece remained inside her and she was able to remove the remaining piece on her own.